Event description:
The user facility reported that the device unintentionally activated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9, h3 other text : device not returned by customer.

Event description:
The user facility reported that the device unintentionally activated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.